Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the battery site was swollen. During replacement physician noticed there was no infection inside the pocket, just outside along the incision site so that was cut out to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.